Event description:
Boston scientific provided the following information: it was reported that this right ventricular (rv) lead was surgically abandoned due to fracture resulting in impedance issues. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.